Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after multiple battery changes. Blood glucose level at the time of the incident was 476 mg/dl, which was treated with a manual injection. Blood glucose level by the time of the call was 245 mg/dl. The customer reported that the insulin pump was kept in his pocket and may have been exposed to sweat. During troubleshooting, the customer received a failed battery test. Customer disconnected the call and the device will not be replaced or returned for analysis.